Manufacturer narrative:
(B) (4). Conclusion: according to the per the patient was revised because of pain. The x-ray showed osteolysis in zone 1. Since the exact date of the implantation is unknown a time in-vivo of 9 years is assumed. The polyethylene liner of the metasul alpha insert exhibits damages due to the revision surgery. The articulation surface of the metasul. Inlay shows fine scratches. There is nothing to report about the anchoring side of the insert. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B) (4).

Event description:
It was reported that patient presented with thigh pain approximately 1 year ago. X-ray zone 1 osteolysis (suspected cyst/metalosis). No dislocation reported.